Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the surgeon found that the center hole of the universal spine system (uss)-ii polyaxial 3d head had no thread during the surgery. Surgeon could not use the connect shaft to implant the part. The patient was not implanted. The surgeon was delayed 5 minutes. There was another 04.607.402 available for use during the surgery. The event not required additional medical treatment. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The product was received and the investigation is ongoing. Placeholder.

Manufacturer narrative:
The manufacturing evaluation was conducted and it states the article does not conform to the specification; the thread on the center bore is missing. This complaint is deemed valid from a manufacturing standpoint.